Manufacturer narrative:
It was originally reported that the right rear leg was broken in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. It was found on evaluation and determination that the leg was broken off during shipping and was not repairable. Device was scrapped and unit replaced for customer.

Event description:
It was reported via repair work order that the right rear leg was broken in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the right rear leg was broken in half. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.